Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Rubin medical ab - (B)(6).

Event description:
It was reported that a cartridge alarm occurred during basal delivery and during the load sequence. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.